Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery shorten life time. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed for short battery lifetime, and customer is calling back within 1 week of troubleshooting of short battery life with same issue. Customer is using aa lithium batter as recommended. No harm requiring medical intervention was reported. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No unexpected replace battery alarm during testing. No unexpected battery alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further, full review in the pump history found: low battery alarms on (B)(6) 2025 06:59:00, (B)(6) 2025 07:19:00 and (B)(6) 2025 16:03:00 and change battery alerts on (B)(6) 2025 16:30:00 and (B)(6) 2025 16:50:00. Battery cycle 74.0 received the lowbatteryalert (104) on (B)(6) 2025 06:59:00 faster than expected at 2.59 days. Battery cycle 72.0 received the lowbatteryalert (104) on (B)(6) 2025 07:19:00 faster than expected at 2.52 days. Battery cycle 71.0 received the lowbatteryalert (104) on (B)(6) 2025 16:03:00 faster than expected at 2.81 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and corroded battery tube. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay and scratched case. Unexpected battery power loss and charge/battery lasts less than expected charge/battery lasts less than expected were confirmed due to moisture damage on electronic assembly and corroded battery tube. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.